Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem customer technical support (cts). Customer cleared the alarm and reported that the infusion set would be changed. Customer¿s blood glucose level was 241 mg/dl.